Event description:
It was reported during a device follow up the right ventricular lead showed over sensing, noise, high impedance and a suspected fracture. The lead integrity alert had triggered and tachyarrhythmia therapies were disabled. The lead was extracted and a different model lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed and it was noted that the distal lead conductor was flexed and fractured.